Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their left side of their stimulation and the issue began a couple days ago. Patient stated they had a left hip surgery coming up in about a month and patient was having excessive pain. Patient was trying to increase the numbers and when they increased they only felt stimulation on the right and they weren't getting anything on the left. Patient tried all 4 settings and it was very consistent. The patient was redirected to their healthcare provider to further address the issue. Agent provided national answering service (nas) phone number.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.